Event description:
It was reported that during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) was not detecting the ECG and pressure signal. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) was not detecting the ECG and pressure signal. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and found the front end pcb to be defective. To address the issue the fse replaced the defective part performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) is not detecting the ECG and pressure signal. It is unknown under which circumstances this event occurred or if a patient was involved; however there was no adverse event reported.